Event description:
Procedure: partial lung resection. Reportedly, when operating, on the third and fourth firing, the force of squeezing the handle felt very stiff and the handle was stuck in the middle. Tried to return the black return knob, but it would not move, so the doctor changed the surgery to the open surgery. No injury.